Event description:
The customer contact reported that the device touchscreen was out of calibration. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse patient events, no need for medical intervention and no delays in critical therapy while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to be out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.